Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was tightly connected to the right atrial (ra) lead in the subclavian area, which caused insulation damage to the rv lead. As a result, the physician decided to extract the rv lead, as well as the ra lead as it could have been compromised. A new rv lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was tightly connected to the right atrial (ra) lead in the subclavian area, which caused insulation damage to the rv lead. As a result, the physician decided to extract the rv lead, as well as the ra lead as it could have been compromised. A new rv lead was successfully implanted the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Only the proximal segment of the lead was returned. The lead was severed approx. 600 mm from the terminal end. The cathode coil was stretched and extends to 610mm where it was pulled to the point of fracture. The cathode coil was cut. Based on the analysis results, the insulation damage appears to be the result of electro-cautery damage in multiple places.